Manufacturer narrative:
Patient city: (B)(6) patient country: canary islands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced infusion set adhesive issue event on (B)(6) 2021. The infusion set was in use for two day. The adhesive was not sticking at the insertion site. The adhesive was accidently removed. The blood glucose level was high (specific value unknown) .the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.